Event description:
It was reported that during implant procedure, the lead was inserted. The r-waves were not acceptable at this location due to an unknown reason, so the lead was repositioned. An attempt to advance the helix failed as it would not rotate. The lead was removed and was tested on the bench unsuccessfully. A new lead was implanted successfully. There were no patient consequences and the patient was stable post procedure.

Manufacturer narrative:
A complete lead measuring 57.9 cm was returned in one piece for analysis. Final analysis was normal. No anomalies were found.